Event description:
A dialysis facility reported that a pt complained of feeling bad during a hemodialysis treatment. The nurse noticed that there was a lot of foam in the arterial line, arterial chamber and venous line but did not know if there was any in the venous chamber. The nurse stated that the source of air must have been the connection between the arterial line and the pt's catheter. There was no machine alarm. The nurse stopped the blood pump and clamped the venous line. The pt complained of shortness of breath, became hypotensive and cyanotic and coded within 5 minutes. The pt was transferred to ICU and expired within one hour. Cause of death is unknown. No autopsy was done.